Manufacturer narrative:
An event regarding damage involving a mako mics was reported. The event was not confirmed. Method & results: product evaluation and results: collar locking mechanism - dislodged. Reported condition confirmed: no clinician review: no medical records were received for review with a clinical consultant. Product history review: a product history review is not required, as no manufacturing specific issue has been alleged. Complaint history review: a complaint history review is not required as there is no patient involvement. Conclusions: no patient was involved and no actual or potential patient harm existed for the alleged event. The alleged failure mode could not be confirmed. No additional investigation or specific actions are required.

Event description:
Mics collar locking mechanism dislodged.